Manufacturer narrative:
The device was received for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant case of a 26mm sapien 3 ultra valve. During withdrawal, the balloon of the commander delivery system balloon tore while withdrawing through the sheath. The balloon damaged was noted after the balloon was already partly pulled back into the sheath. The sheath liner was observed to be delaminated from the withdrawal difficulties. Patient underwent a surgical removal of the devices and, a stent was implanted in the right common femoral artery. Patient transferred to ICU in stable good conditions.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: balloon bunched towards nose tip. Separation observed at the inflation crimp balloon bond. Wings flared. Minor gouges observed on flex tip. Due to the nature of the complaint, no applicable functional testing was able to be performed. The complaint was confirmed through visual examination. Dimensional testing was performed. Double-wall thickness measurements of the crimp balloon were taken and met specification. Imagery was provided for review. Post-procedural imagery was provided by the site and revealed the following: balloon separation was observed at the inflation crimp balloon. Wings flared out and balloon material bunched towards nose tip. Esheath appears to be delaminated at central and distal part. Procedural imagery shows sheath liner delamination. The reported events were confirmed based on visual inspection of the returned device. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Patient factors such as calcification, tortuosity, scar tissue, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system may cause the system to interact with vasculature or the sheath, resulting in difficulty withdrawing. In this case no patient information was provided. As the thv was successfully able to be deployed, the balloon must have torn after valve deployment during withdrawal of the delivery catheter. Evaluation of the returned device revealed a torn I c bond. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment investigation pra. As identified in the pra, high forces on the system during system retrieval may result in the crimp balloon tearing. The evaluation of the returned devices didnt show the presence of any manufacturing non-conformances. However, as no patient or procedural imagery was provided, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.